Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the led indicators being off, and a pump stop event was confirmed via log file analysis. A review of the log files contained data spanning approximately 12 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). Starting (B)(6) 2023 at 3:08:32, while connected to batteries, low power advisory alarms activated due to routine battery depletion. At 5:13:55, the alarms transitioned into low power hazard alarms and at 5:26:58 the alarms turned into no external power alarms due to the external batteries becoming completely depleted. The backup battery supplied power to the system due to the loss of external power. The pump stopped at 7:15:28 due to the backup battery power being depleted. The controller lost total power at 7:16:33 and shutdown. The controller clock was reset to the default timestamp of (B)(6) 2000 at 0:00:00, once the system was reconnected to ac power. The pump regained speeds above the lsl within 5 seconds. The clock was set to an updated timestamp on (B)(6) 2023 at 15:33:11. The duration of the pump stop was determined to be approximately 7 hours and 7 minutes. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. A root cause for the reported event was determined to be due to the patient¿s batteries not being replaced in a timely manner, leading to full battery depletion and a pump stop. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including clock not set, low voltage, no external power, power cable disconnect, and pump off alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, and heartmate 3 patient handbook, rev. D, section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 instructions for use, rev. C, section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient claimed that they plugged the controller into wall power at around 14:00 the day prior. The pump turned off at 07:15 on the morning of (B)(6) 2023. The patient was urged to go to the hospital, but the patient left the emergency room without being seen. A review of the log file revealed that the patient was on battery power between (B)(6) 2023 and (B)(6) 2023. Both external batteries and the emergency backup batteries (ebb) depleted. The low voltage event caused the pump rotor to stop at 07:15 on (B)(6) 2023. Following the loss of all power events, the pump resumed normal operation with the controller clock invalid alarms once external power was restored. The clock alarm was resolved with the controller clock sync. The patient later admitted to sleeping on battery power and that the batteries ran out while sleeping. The patient stated that the alarms did not wake them up. Patient status following the events was unknown as they left against medical advice and had not returned the healthcare provider's phone calls.

Event description:
It was reported that the patient went to the clinic with complaints that the led indicators on the controller were off when they awoke that morning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.